Event description:
In (B)(6) of 2012 I consulted my doctor about a tubal ligation and was advised to get the essure procedure. After checking the MFR's website I decided to proceed with the doctor's advise. After experiencing a large number of side effects (which I will list at the end) I discovered that the essure coils that had been implanted in me were made of nickel. I had seen no warning on their site that was clear enough for me to notice it. I knew that I have metal allergies and would not have pursued it otherwise, and my doctor seemed unclear that problems could arise from the potential of nickel problems. I was given no test or warning to see if I was allergic before hand, despite my knowledge of my predisposition to allergies, specifically metal allergies. I feel like I can't take care of my family and I am letting my family down. The symptoms have become more severe and quantitative over time and include: nausea, vomiting, weight gain, hair loss, dental problems, frequent periods (every 2 weeks, when I was regular at once monthly before), heavy periods, fever, headaches, vaginal discharge, extreme food allergies, increased general allergies, blurred vision, uti, burning, back pain, acne, dizziness and blacking out bladder problems and urgent urination, painful intercourse and bleeding after sex, body aches, breast pain, brain fog, confusion, forgetfulness, cramping, hot flashes, heartburn, fatigue joint pain, mood swings, muscle spasms, bloating and sharp chronic pains to the point that I'm on my knees unable to move lasting sometimes for hours.